Manufacturer narrative:
Correction to annex codes: annex code g was updated to g04121. Annex code c was updated to c070603. Annex code d was updated to d02. Correction : h8. Was updated to initial use of device. Correction to section g3 : the initial date of awareness should be 02/11/2025.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.